Event description:
This notification was opened for review for information received that the remstar auto aflex assy device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the assembly. Additionally, there was contamination from dust/dirt and found error code e063 (err_stuck_knob_key), e066 (err_stuck_encoder_b), e065 (err_stuck_encoder_a), e055 (err_therapy_queue_full). Lastly, the device was scrapped. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.